Manufacturer narrative:
This patient was scheduled for cataract surgery. The customer reported ¿a dense lens which resulted in a corneal burn. There was not a lot of working space do to size of the capsular bag. There was one pass of sculpt at the time of the event. The surgeon suspects the ophthalmic viscoelastic device (ovd) may have caramelized. Additional information was received and the customer noted there was no deficiency detected prior to use. No occlusion tone was heard. The patient pre-existing ocular conditions included narrow angle glaucoma, nanophthalmos, and fuch¿s dystrophy (guttata). The patient was not hospitalized. The event occurred during pre-phaco when engaging the nucleus with the phaco tip to start sculpting. In the surgeon's opinion the event occurred was due to a patient anatomy issue. This was an elderly patient with a very mature and dense cataract, a short eye (borderline nanophthalmos ~20mm eye) with a very shallow chamber. She was given hypertonic solution pre-op to try to deturgesence her vitreous to deepen her chamber. She had posterior synechiae that were severe requiring pupil stretch and an expansion ring. Trypan was used to stain her capsule. This was all helpful and the iris was well dilated with the ring just prior to the capsulorhexis and eventual phaco. The chamber was still quite shallow upon starting pre-phaco. The surgeon performed some mild pre-phaco and created more space but immediately upon engaging the tip and hitting the pedal the part of the lens, being phacoed seemed to turn white and very quickly a wound burn was noted. The phaco tip was removed and the iris immediately followed out of the eye and posed a significant challenge for the rest of the case. The phaco handpiece was swapped out and from there the surgeon was able to phaco without issue. The surgeon had enough of a view through the central cornea to get the rest of lens out and planned intraocular lens (iol) in the bag. The wound was closed with 4 10-0 nylon sutures, glue and a bandage contact lens. There is postoperative astigmatism and peripheral to mid-peripheral corneal opacity. The patient continues to be observed. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The operator¿s manual states: appropriate use of vision system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Ensure that the tubings are not occluded during any phase of operation. Use of a phaco handpiece in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow and/or sideways orientation of the kelman and ozil tips can cause excessive heating and potential thermal injury to adjacent eye tissues. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. The vision system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The customer did not return the phaco handpiece for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customers reported event could not be confirmed. The phaco tip was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot number history and complaint history reviews could not be conducted. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient experienced a corneal burn. The surgeon reported the lens was dense and there was not a lot of working space due to the size of the bag. Additional information was received reporting the procedure was a complex phaco with pupil stretch and endocyclophotocoagulation and the procedure was completed. The surgeon stated that the corneal wound burn could be from a faulty handpiece or anatomy issues but more likely it was due to a an anatomy issue. This was an elderly patient with a very mature and dense cataract, a short eye (borderline nanophthalmos ~20mm eye) with a very shallow chamber. She was given hypertonic solution pre-op to try to deturgesce her vitreous to deepen her chamber. She had posterior synechiae that were severe requiring pupil stretch and an expansion ring. Trypan was used to stain her capsule. This was all helpful and the iris was well dilated with the ring just prior to rhexis and eventual phaco. The chamber was still quite shallow upon starting pre-phaco. Did some mild pre-phaco and created more space but immediately upon engaging the tip and hitting the pedal the part of the lens being phacoid seemed to turn white and very quickly a wound burn was noted. The phaco tip was removed and the iris immediately followed out of the eye and posed a significant challenge for the rest of the case. The hand piece was swapped out and from there I was able to phaco without issue. Surgeon had enough of a view through the central cornea to get the rest of lens out and planned intraocular lens (iol) in the bag. Ecp was done as well without issue. The only part that makes me feel the handpiece may have been an issue is that once I replaced it phaco proceeded without issue but that also could have been from creating more space with the initial phaco attempt that led to the burn. I feel it was less likely the handpiece and more from ovd clogging the handpiece itself due to the extremely shallow chamber and lack of fluidics. Even with all the pre-emptive maneuvers to create more space. The wound was closed with 4 10-0 nylon sutures, glue and a bandage contact lens. There is postoperative astigmatism and peripheral to mid-peripheral corneal opacity. Patient had underlying fuchs' dystrophy. The patient continues to be observed.